Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly had a heart attack. The medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly had a heart attack. The medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes , evidence of sound abatement foam degradation/breakdown was observed in the base unit.